Event description:
During the treatment, the solex 7 catheter (lot# unknown) was placed in the patient's right internal jugular vein. On the third day of the treatment and during the removal of the solex 7 catheter, the customer reported that the catheter balloon was not deflated fully by the syringe even though the correct steps for deflating the balloon were taken. The user blocked one orange and placed a 20ml slip tip syringe into another orange luer. The 20ml syringe was pulled back and held for 15 seconds. Per the reporter, the catheter removal appeared to be discomfort/painful for the patient. The nurse used a "twist and pull", a rotation motion, as suggested in the solex 7 instructions for use to reduce resistance during the catheter removal and did not get increased resistance until the very end. Per the reporter, the nurse was very familiar with the solex 7 catheter. The user used a small amount of lidocaine injected into the tissue near the insertion site to make removal more comfortable for the patient. No consequences or impact to the patient.

Manufacturer narrative:
The solex 7 catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the treatment, the solex 7 catheter (lot# 169099) was placed in the patient's right internal jugular vein. On the third day of the treatment and during the removal of the solex 7 catheter, the customer reported that the catheter balloon was not deflated fully by the syringe even though the correct steps for deflating the balloon were taken. The user blocked one orange "luer" and placed a 20ml slip tip syringe into another orange luer. The 20ml syringe was pulled back and held for 15 seconds. Per the reporter, the catheter removal appeared to be discomfort/painful for the patient. The nurse used a "twist and pull", a rotation motion, as suggested in the solex 7 instructions for use to reduce resistance during the catheter removal and did not get increased resistance until the very end. Per the reporter, the nurse was very familiar with the solex 7 catheter. The user used a small amount of lidocaine injected into the tissue near the insertion site to make removal more comfortable for the patient. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of " the catheter balloon was not deflated fully " was not confirmed during the visual inspection and functional testing of the returned solex 7 catheter (lot # 169099). No device malfunction was observed during the testing and the catheter functioned as intended. Visual inspection of the returned catheter was performed. No kinks and no physical damage were observed on the catheter. Noticed dried blood residues on the serpentine balloons and in proximal luered tubing. Functional testing of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, no issues were observed. The balloons did not leak during inflation and deflation. No leaks, no damages were found, and the catheter functioned as intended.